Manufacturer narrative:
(B)(4). The lot was manufactured from august 25, 2015 to august 26, 2015. The device was received for evaluation with approximately 60ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was found to be within the specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The device was filled with an unspecified amount of fluorouracil and saline. After an unspecified amount of time, an unspecified amount of solution remained in the infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.